Manufacturer narrative:
Correction: results, conclusion code the reported event could be confirmed based on available medical record and medical expert assessment.. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿there is radiolucence and some smaller cysts around the tibial implant. It cannot be excluded but also not clearly confirmed, that there is a subsidence/migration visible anteriorly, here. Therefore only loosening is clear.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was detected due to radiolucency and some smaller cysts around the tibial implant. Also, according to the medical expert assessment there is a subsidence/migration visible, but it cannot be confirmed and hence only loosening can be confirmed. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient may need to undergo a total ankle revision surgery due to aseptic loosening of tibia implant.

Event description:
It was reported that the patient may need to undergo a total ankle revision surgery due to aseptic loosening of tibia implant.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.